Event description:
Healthcare professional reported via device tracking "left side removal was noted as 'capsular contracture' baker grade unknown." The device has been explanted.

Manufacturer narrative:
Initial reporter additional email: (B)(6). A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is: "left side 'capsular contracture' baker grade not specified."